Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited white residue within the air/water channel, auxiliary channels and cylinder which looked like detergent solution or disinfectant solution. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and although the foreign materials were confirmed, olympus could not identify the material or specify the cause. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from bending section cover (a-rubber glue). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.